Event description:
The customer was hospitalized for high bgs. It was indicated that the dr believes their admission was due to the pump. Also the dr indicates that the customer should not use the device.